Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a neurostimulator (ins). Information was reported that the rep interrogated and disconnected 3 times before they brought the battery into the or, however the battery would not stay connected, difficulty reconnecting. The rep had to exit workflow multiple times, shut off communicator multiple times, event with a scrub holding the battery in hand in order to have it finally connect and stay connected long enough to check connections. The issue was resolved at the time of the report. The product was implanted. No further information was reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was related to unspecified "issues". The patient's weight was unknown at the time of the event. This information was confirmed with physician. No further information was reported.